Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unexpected reset occurred. Subsequently, the pump date reset to january 2008. Additionally, it was reported that the cartridge was leaking. Customer's blood glucose level was 165 mg/dl. The customer declined follow-up from tandem technical support to determine if back-up therapy was obtained.